Manufacturer narrative:
(B)(6). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue. Correction: problem/ event description updated from (high) to (erratic) to accurately reflect complaint report.

Event description:
Customer complains of erratic results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 110-120mg/dl not fasting. Verified the strips expire 04/20/2018. Customer confirms the strips are stored properly and have been opened for a month. Reviewed meter memory (B)(6). Customer states that he is concerned with all these results because his normal results are 110/120mg/dl. Check memory but the time and date are not set. No adverse events reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of high results. Customer states he feels well and does not require medical attention. The customer's expected blood results are 110-120mg/dl not fasting. Verified the strips expire 04/20/2018. Customer confirms the strips are stored properly and have been opened for a month. Reviewed meter memory: (B)(6). Customer states that he is concerned with all these results because his normal results are 110/120mg/dl. Check memory but the time and date are not set. No adverse event reported.